Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects. Additional devaluation findings include the following: due to the clogging of the nozzle, the water supply volume did not meet the standard value. Due to the clogging of the nozzle, the air supply volume did not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The plastic distal end cover had a scratch. The connecting tube had a scratch. Due to damage on charged coupled device unit, the monitor showed a white screen with no image. The flexibility adjustment ring had a scratch. The scope connector cover unit had a scratch. The scope connector had a scratch. The protector of the universal cord on the scope connector side had a scratch. The universal cord had a scratch. The image guide protector had a scratch. The forceps channel port was shaved. Grip had a scratch. The scope cover has a scratch. The switch box had a scratch. The paint on the air/water cylinder was peeled. The scope cylinder was shaved. The forceps elevator lever had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration. The control unit had a scratch. The foreign material clogging the nozzle has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known what the foreign material was. There was no delay in the start of pre-cleaning; the air/water nozzle was flushed with water and air; there were no abnormalities in the accessories used for reprocessing; the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges; and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had poor air and water supply and nozzle clogging. The issue was found during preparation for use and during the procedure. The intended diagnostic screening test procedure was completed using the same set of equipment without delay. There were no reports of patient harm.